Event description:
The following has been reported: biomed reported: "screen froze trying to program lactated ringer". No patient harm reported. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (screen no input). Touch screen no responsive. Internal investigation found lcd flex cable not connected to main pcba j23. Reseated lcd touch screen flex cable and retested unit for screen function. Lcd touch screen responded properly and was able to navigate user screen and applications. No damage found.